Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the bottom right side of the coulter lh 780 hematology analyzer of about 50 ml. The leak was not contained within the instrument. The leak occurred after the customer completed startup tests. The customer initially reported reticulocyte and hemoglobin voltage errors after changing diluent. The bec customer technical support (cts) instructed the customer to run a start-up; this resolved the initial start-up failure. The customer however called back and reported a leak after this event. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed that the leak was at the flow cell sample input tubing. This tubing had been disconnected from the fitting. The specific fitting location was not provided by the fse. The fse also found that the flow cell was clogged. The tubing was replaced and the flow cell clog was removed by bleaching. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).